Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode. Patient does not recall hearing any cgm alerts prior to his episode. Patient started to feel symptomatic and attempted to rectify his blood glucose with the first soda, then another but before finishing the second one, patient lost consciousness. Paramedics were called around 1:30 pm. Patient was treated with an IV and was transported to the hospital. At the hospital, patient was treated with food and juice and was released 6-7 hours later. At the time of his call to dexcom technical support, patient was feeling well.